Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: (B)(4)) on (B)(6) 2017. The most recent information was received on (B)(6)2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain, pain / shooting pains') in a 26-year-old female patient who had essure (batch no. (B09011,b67699)-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for contraception: birth control pills from 2006 to 2011. Concurrent conditions included overweight and vaginal discharge. Concomitant products included desogestrel;ethinylestradiol (apri), estradiol, ethinylestradiol;norgestimate (sprintec), norgestimate and paracetamol (acetaminophen). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, the patient experienced depression ("depression"), anxiety ("mental anguish"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and migraine ("migraines"), 4 months 29 days after insertion of essure. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("lower back pain"). On (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and coital bleeding ("post-coital bleeding"). On an unknown date, the patient experienced autoimmune disorder ("autoimmune reaction"), hypersensitivity ("allergic reaction"), menstrual disorder ("menstrual bleeding"), vulvovaginal pain ("vaginal pain"), genital haemorrhage ("heavy bleeding") and peripheral swelling ("swollen extremities"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, hypersensitivity, vaginal haemorrhage and menorrhagia had resolved and the autoimmune disorder, menstrual disorder, depression, anxiety, headache, dysmenorrhoea, dyspareunia, fatigue, migraine, coital bleeding, back pain, vulvovaginal pain, genital haemorrhage and peripheral swelling outcome was unknown. The reporter provided no causality assessment for genital haemorrhage and peripheral swelling with essure. The reporter considered anxiety, autoimmune disorder, back pain, coital bleeding, depression, dysmenorrhoea, dyspareunia, fatigue, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted: implant date given is (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: results: essure device was successfully occluded; on (B)(6) 2011: results: total bilateral occlusion. Both batch number b09011,b67699 were not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5082760) on 30-nov-2017. The most recent information was received on 09-jan-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain, pain / shooting pains') in a 26-year-old female patient who had essure (batch no. B09011,b67699(not valid)) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for contraception: birth control pills from 2006 to 2011. Concurrent conditions included overweight and vaginal discharge. Concomitant products included desogestrel;ethinylestradiol (apri), estradiol, ethinylestradiol;norgestimate (sprintec), norgestimate and paracetamol (acetaminophen). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, the patient experienced depression ("depression"), anxiety ("mental anguish"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and migraine ("migraines"), 4 months 29 days after insertion of essure. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("lower back pain"). On (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and coital bleeding ("post-coital bleeding"). On an unknown date, the patient experienced autoimmune disorder ("autoimmune reaction"), hypersensitivity ("allergic reaction"), menstrual disorder ("menstrual bleeding"), vulvovaginal pain ("vaginal pain"), genital haemorrhage ("heavy bleeding") and peripheral swelling ("swollen extremities"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, hypersensitivity, vaginal haemorrhage and menorrhagia had resolved and the autoimmune disorder, menstrual disorder, depression, anxiety, headache, dysmenorrhoea, dyspareunia, fatigue, migraine, coital bleeding, back pain, vulvovaginal pain, genital haemorrhage and peripheral swelling outcome was unknown. The reporter provided no causality assessment for genital haemorrhage and peripheral swelling with essure. The reporter considered anxiety, autoimmune disorder, back pain, coital bleeding, depression, dysmenorrhoea, dyspareunia, fatigue, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted: implant date given is (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: results: essure device was successfully occluded; on (B)(6) 2011: results: total bilateral occlusion. Both batch number b09011,b67699 were not valid. Most recent follow-up information incorporated above includes: on (B)(6) 2020: outcome of events pain, bleeding, allergic reaction updated to recovered resolved. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5082760) on 30-nov-2017. The most recent information was received on 28-jan-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain, pain / shooting pains') in a (B)(6) female patient who had essure (batch no. B09011 (inv), b67699 (inv)) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for contraception: birth control pills from 2006 to 2011. Concurrent conditions included overweight and vaginal discharge. Concomitant products included desogestrel; ethinylestradiol (apri), estradiol, ethinylestradiol; norgestimate (sprintec), norgestimate and paracetamol (acetaminophen). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, the patient experienced depression ("depression"), anxiety ("mental anguish"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and migraine ("migraines"), 4 months 29 days after insertion of essure. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("lower back pain"). On (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and coital bleeding ("post-coital bleeding"). On an unknown date, the patient experienced autoimmune disorder ("autoimmune reaction"), hypersensitivity ("allergic reaction"), menstrual disorder ("menstrual bleeding"), vulvovaginal pain ("vaginal pain"), genital haemorrhage ("heavy bleeding") and peripheral swelling ("swollen extremities"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, autoimmune disorder, hypersensitivity, menstrual disorder, vaginal haemorrhage, menorrhagia, depression, anxiety, headache, dysmenorrhoea, dyspareunia, fatigue, migraine, coital bleeding, back pain, vulvovaginal pain, genital haemorrhage and peripheral swelling outcome was unknown. The reporter provided no causality assessment for genital haemorrhage and peripheral swelling with essure. The reporter considered anxiety, autoimmune disorder, back pain, coital bleeding, depression, dysmenorrhoea, dyspareunia, fatigue, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted: implant date given is (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: results: essure device was successfully occluded; on (B)(6) 2011: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 28-jan-2020: plaintiff fact sheet received. Case became incident. Removal surgery was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.